Event description:
It was reported that the patient presented with infection. The surgeon did a right hip washout and replaced the head and liner.

Manufacturer narrative:
Additionally, a 26mm -3 v40 taper vit head, catalog # 6260-5-026, lot # 30904002 was removed during the revision surgery. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. The sales rep noted that no additional information, op reports, medical records will be made available due to hospital and surgeon policy. The device history review indicated that the devices in both lots reported were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for either of the reported lots and sterile lots. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.